Manufacturer narrative:
Customer reported 6 other patients had dressings from a trinity IV start kit applied the same day and none of these patients experienced a reaction.

Event description:
Customer reported a (B)(6) female had an IV secured with a tegaderm dressing during a short eye procedure. Customer reported the dressing was applied less than one hour and when removed, the patient's skin was red, painful and looked like a "burn with skin emulsification" occurred underneath the area where the tegaderm dressing was applied. Customer reported two days following the procedure, the patient went to the e.r. Because the site looked green in color. Customer reported the site was cleaned in the ER and the patient was given silvadene cream for treatment. The patient was also instructed to report to the wound clinic the following day. Customer reported the patient was treated for 2-3 weeks in the wound clinic with endoform dressings and adaptic. Customer reported the wound is now healed.